Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for high blood glucose levels. Prior to hospitalization, the customer experienced high blood glucose levels, which were treated with manual injections. However, when the customer treated with the insulin pump, the blood glucose began to rise. Troubleshooting was performed and the insulin pump passed all required tests.